Event description:
The customer reported the screen of the video system center blacked out during a therapeutic respiratory procedure. The procedure was completed with the subject device after a delay of unspecified duration. There were no reports of any patient impact from the reported delay.

Manufacturer narrative:
B3: exact date of event was not available. Specified month and day of event per the complainant. D2: additional product code nwb. E1-establishment name: (B)(6). The suspect device was sent to olympus for evaluation. Inspection and testing did not reproduce the customer allegation of screen blackout. A review of the device history record found no deviations that could have caused or contributed to the blackout. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it was not possible to determine a likely cause of the blackout as the complaint was not reproduced during testing. Olympus will continue to monitor field performance for this device. In addition, the time was reset due to internal battery depletion on the printed circuit board. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.